Event description:
It was reported that during a stenting treatment, stent damage occurred. The 80% target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced a non-bsc 3.5x28mm stent and was not able to cross the lesion. Then the 3.5x28mm ion stent was advanced past the target lesion, when the device was pulled back physician encountered resistance due to calcification. Under fluoroscopy it was noted that the proximal end of the stent was deformed. The deformed stent was deployed instead for attempting to pull the stent back any further. The stent was post dilated with a nc quantum apex balloon, and another ion stent was implanted overlapping the deformed section of the previous placed ion. There were no patient complications reported and the patient status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).